Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Previously reported on (B)(4) with MDR #3030677-2022-03598. Device investigation is pending and will be housed on (B)(4).